Event description:
It was reported that during a stent graft placement procedure, stent allegedly failed to expand. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was not returned for evaluation and photos were not provided which leads to inconclusive results. Therefore, based on the available poor information and as the sample is not available, the investigation is closed with inconclusive results for failure to expand. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding stent graft size selection, the instructions for use states "special care must be taken to ensure that the appropriate size fluency plus vascular stent graft is selected prior to introduction". Regarding pta, the instructions for use states: the instructions for use states: "pre-dilatation of the stenotic lesion may be performed prior to stent graft deployment at the discretion of the treating physician" and "careful post dilatation of the implanted stent graft is required with a balloon equal in diameter to the diameter of the stent graft". H10: b5, d4 (expiry date: 08/2024), g3 h11: e1, h6 (method) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 08/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that during a stent placement procedure, the stent allegedly failed to expand. There was no reported patient injury.